Event description:
It was reported that the patients leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned as the facility did not release the explanted products.

Manufacturer narrative:
Date of event: approximated based on the appointment date. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18343047.